Event description:
It was reported that during a total gastrectomy procedure, part of the staple line was not stapled at the distal end. A competitor's device was used to complete the case. There were no adverse consequences to the pt.